Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to a faulty force sensor resistor. They were unable to perform the occlusion, prime/compromised force sensor system, and the excessive no delivery test due to the motor error alarm. The motor was tested outside the device and it passed motor test. The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump while delivering a bolus. Customer stated that the bolus did not fully deliver. Customer was assisted in clearing the alarm. Customer rewound and checked the alarm history. Customer delivered 4.2 units and the bolus history shows that the user entered 13.2 units were entered. The pump passed the displacement test and the pump was not dropped as it was carried in a holster. The pump has no cracks or physical damage. Customer also ran a self test and the pump passed. Customer stated that he never had a motor error alarm before. Customer was explained that the priming process was successful and no occlusion was found. It was explained that the set occlusion could be the reason for the motor error alarm. Customer was advised to change the set.